Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon power up in "medicine a.". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed multiple 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The upstream sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.